Manufacturer narrative:
The actual device was not available for investigation however photographs and a video were provided for evaluation. Visual inspection observed the reported leakage from pbp post pump line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of prismaflex st100 set c, an external fluid leakage was noted and there was degumming of the tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4). Deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.